Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, d9, g1, g3, g6, h2, h4, h11. D10 narrative: item: unknown glenoid lot: unknown item name: unknown glenoid h6 component codes: mechanical (g04) - head the product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported the patient underwent a shoulder arthroplasty. Subsequently, the patient was revised due to glenoid pain. The glenoid and humeral head were removed and replaced. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence complete. Attempts were made but no additional information was provided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: unknown glenoid lot: unknown item name: unknown glenoid. H6 component codes: mechanical (g04) - head. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4: UDI (this device was manufactured prior to UDI mandate). The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned products identified there are scratches and gouges to the o.d. Articulating surface of the head. There is also some foreign debris present on the o.d. Articulating surface. No other damage was noted during visual evaluation. Product identifiers where measured were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.